Event description:
The device was explanted due to unable to interrogate.

Manufacturer narrative:
The device was found to exhibit no communication due to a low battery voltage. The device was analyzed with a new battery and found to be normal. The battery was returned to the supplier for destructive analysis. Analysis found an internal battery short that resulted in a high current drain.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.